Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The power supply was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the vertical lift column would not move up or down on the 9900 system. No pt injury was reported.